Manufacturer narrative:
Full e1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure, the insertion section had dents, was not confirmed, but image showed a reddish-purple color was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the light guide bundle at the insertion section was slightly interrupted and weakened. Based on the results of the investigation, and since the device malfunction, the insertion section had dents, was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the malfunction image showed a reddish-purple color, the cause was traced to a component failure of the universal cord, and the cause of the newly identified malfunction was traced to a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head's insertion section had dents, and the image showed a reddish-purple color. The issue was found during an inspection for use. There were no reports of patient harm.